Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. Device received with scratched case. Device received with pillowing and cracked keypad overlay at select button. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl and 243 mg/dl. Customer stated bent infusion set. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. No information about auto mode was given. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.